Event description:
It was reported that the caller experienced a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support, who walked them through a pump reset process. After resetting the pump, the cgm error did not reoccur, and the caller was able to successfully start their sensor session.